Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) turned off for no reason. The pt had to turn the device back on. Statistics showed that the device was on only 75% of the time. The settings were as expected and the lead was at the bottom of t9. The pt also had a defibrillator, but it was stated that there were no discharges at that time. An impedance check was performed. The results were not provided. The pt planned to keep a diary and check the system with his pt programmer to see if the device was actually off, or if he just was not feeling stimulation.